Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus that was not requested by the user. Due to a previous occurrence of the user accidently requesting a bolus insulin delivery, the customer¿s parents stated that they have activated the security pin function on the pump to avoid the user from accidentally accessing the pump¿s features. The customer's blood glucose was not impacted and was within normal range. The customer reverted to using an alternate method of insulin therapy. Multiple attempts were made requesting the customer to upload the pump, so that the pump data could be investigated; however, no response was received. The parents are expected to return the pump for evaluation.